Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2016-03909. It was reported the patient is no longer receiving effective stimulation coverage from her scs system. The patient also stated the device is causing her more pain than relief. In addition, the patient stated she has other unrelated health issues. Subsequently, the patient desires to undergo surgical intervention as the next course of action.